Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (x2 0.5g vials, intraperitoneal, for five days), ceftazidime (1g, intravenous drip, once daily for 2 days) for peritonitis and was treated with heparin sodium (750 units, intraperitoneal, four times a day for 4 days) in order to prevent pd tube occlusion three days after the event onset, the patient began treatment with meropenem (05 g, intravenous drip, once daily) and four days after the event onset, the patient was treated with pasil (pazufloxacin mesilate) (500mg, intravenous drip, once daily, ongoing) for meropenem resistance. At the time of this report, the patient outcome was not reported. Pd therapy was temporarily withheld and the patient would be followed up with hemodialysis therapy for approximately three months. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.